Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual incident, it was determined that biometric identifier (bio ID) would not respond. A field service engineer (fse) advised the customer to unplug and reseat the universal serial bus (usb) cable, after which the customer confirmed that the issue was resolved. The system functioned as intended after the field service engineer guided the user to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station did not allow any users to log in. Fingerprint authentication was not functioning, and after attempting a restart, the system prompted for a password and displayed a blue box on a black background. However, there were no delays or adverse events or injuries reported based on this event.